Event description:
It was reported that the patient experienced infection with an artificial urinary sphincter (aus) leading to it being previously explanted. A reimplant procedure was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced not overly purulent infection leading to the procedure. There were no device malfunctions associated with the explanted device. It was mentioned that an inflatable penile prosthesis (ipp) was explanted at the same setting. After the procedure the patient was said to have retention with a catheter, a trial of void was expected on the upcoming days after the procedure. No more information available at the moment. Should additional information become available, it will be provided.